Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with storage of the product or the facility's process. The two subsequent bi results were negative. The load was partially released and used on patients before the results were confirmed. The load items released was an 8 mm da vinci endoscope. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Load not recalled and suspected positive bi.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿ DHR review could not be performed as the lot number is unavailable. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from march 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis for the product code of ''load not recalled" was reviewed from march 2014 through february 2015 and no significant trend was observed. ¿ lot history review could not be performed as the lot number is unavailable. ¿ the fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The cyclesure® 24 bi was not returned; therefore, no visual analysis was performed to evaluate possible user error. Retains evaluation could not be performed as the lot number is unavailable. An issue with sterrad® performance is unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. Insufficient information is available to determine the most probable cause. The issue will continue to be tracked and trended.